Event description:
It was reported that during a lap choly procedure, one device misfired where it would not shoot staples consistently or reload; with the other, the staples and the clip would not close on the vessel or the duct and would just fire out and float around, would not close. No patient consequence.